Event description:
It was reported that during a procedure to treat a target lesion in the moderately calcified and tortuous left anterior descending (lad) artery, the balance middleweight (bmw) elite guide wire was advanced to the target site. An unspecified trek balloon dilatation catheter was advanced over the bmw elite guide wire; however, resistance was noted and the trek dilatation catheter was noted to be stuck on the guide wire. An attempt was made to remove the trek dilatation catheter; however, the bmw elite guide wire was also coming out. Both devices were then removed as a single unit. A second bmw elite guide wire was then advanced to the target site and an unspecified dilatation catheter was then advanced over the guide wire without issue. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The bmw guide wire referenced is being filed under a separate medwatch report.